Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot specific product quality issue. The mitraclip nt instructions for use (IFU) states that: the mitraclip nt clip delivery system is indicated for reconstruction of the insufficient mitral valve through tissue approximation. Additionally, it states to always use pressure monitoring, echocardiogram and fluoroscopy for guidance and observation during use of the mitraclip nt system. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/ pathology and user technique (improper or incorrect procedure or method) as visualization difficulties were reported during the procedure. The reported poor visualization appears to be related to the user not following steps per the IFU. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other clip delivery system (B)(4) referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat tricuspid valve regurgitation (tr) with a grade of 3-4. It was noted that the septal/anterior commissure was difficult to visualize. One clip (B)(4) was deployed on the septal/posterior leaflets. After deployment, it was noted that the clip had detached from the septal leaflet and remained attached to the posterior leaflet (slda). The second clip delivery system (cds (B)(4)) was advanced for treatment of the slda. During deployment, the actuator knob was turned 8 times, but the clip did not initially release from the system. There appeared angulation between the clip and the cds shaft. Troubleshooting was performed for 4 minutes, and the clip successfully deployed. Two clips were implanted, reducing the mr to 2-3. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.